Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood and dried contrast in the inflation lumen and loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. The analysis revealed a longitudinal rupture in the balloon over the distal marker, confirming the reported complaint. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis determined that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. There was also mechanical damage found in the inner surface near the rupture. Additionally, damage penetrating the inner member from the outer diameter, at an area corresponding to the balloon rupture origin, was further documented. In this case, as there was no report of any leaks noted during preparation for use and the balloon was successfully pressurized twice without incident, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesions were characterized as tight with moderate tortuosity, which may have contributed to the reported complaint. It is likely that the balloon interacted with patient anatomy during advancement/retraction, resulting in the reported balloon rupture and noted damage. Additional information received from the account also noted that the balloon was not soaked prior to using the device. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling. As indicated in the rx trek/mini trek cdc instructions for use (IFU), it states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity. A review of the lot history record for the reported lot was performed and revealed no nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. In summary, based on this investigation, there is no evidence to suggest a product quality deficiency.

Event description:
It was reported that the patient was found in full cardiac arrest at home. She was transported to the hospital by emts who performed CPR, placed a temporary pacemaker, and intubated her. She received CPR in the emergency department, and was transferred to the cath lab. Angiography showed tight lesions in the proximal and mid-left anterior descending (lad) artery. A 3.0 x 20 trek balloon flushed at the tip and catheter, but was not submerged before use. The trek was advanced without resistance to the lesion in the mid-lad. The balloon was inflated to 12 atmospheres for 30 seconds twice. The trek deflated without any problems and was pulled back to the lesion in the proximal lad. There was no resistance felt. Upon inflation in the lesion in the proximal lad, the balloon ruptured and would not hold pressure. The balloon was removed in its entirety, and another trek balloon was used to complete the procedure successfully. The patient was continued on multiple IV drugs including atropine and levophed for approximately another 10 minutes. The resuscitation efforts proved futile, and the patient expired. The physician stated that the balloon rupture did not cause or contribute to the patient's death. No additional information was provided.